Manufacturer narrative:
The two diamond discs burs subject to this investigation were not returned to the manufacturer for evaluation; the burs were discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during an orthopaedic surgical procedure, two diamond discs burs broke while cutting a large plate. It was also reported that there was a five minute delay to the procedure to obtain a replacement. It was further reported that there was no adverse consequences as a result of this event and the procedure was completed successfully.